Event description:
It was reported that the atrial lead exhibited high impedance. A lead revision was performed. The lead was unplugged from the competitor device. When the physician wanted to plug the lead in again, he observed blood in the connector. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).